Event description:
It was reported that two endovascular stent grafts were successfully implanted in an axillary vein to graft anastomosis. A follow-up angiogram was uneventful and flows had been fully restored. The same day, the pt had dialysis; however, it was reported that the procedure was difficult as the flows were not optimal. The following day, an angiogram was performed and the endovascular stent grafts were patent; however, it was identified that the outflow of one of the stent graft was somewhat impinged on the pt's rib. The physician decided to place an additional stent beyond the distal stent graft so that it lay on top of the pt's ribcage in the juxta anastomotic area. The pt resumed dialysis on the normal schedule and did not appear to be in any distress or pain.

Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. The device remains implanted; therefore, not available for eval. This event investigation is underway.